Event description:
The customer reported her blood glucose and insulin history is as follows. The pod was removed and she noticed the cannula was kinked. She did not feel or smell any insulin on her skin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.